Event description:
It was reported that the anesthesia workstation generated several technical error codes indicating apl pressure exceeded, pressure transducer error and ventilation control error. There was no patient harm. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
According to the evaluation of received information and the provided logs, it has been concluded that the reported problem was related to a high continuous pressure alarm which triggered a sw-issue causing the reported ventilation control errors and technical error codes related to pressure measurement. The sw-issue can be triggered if a high continuous pressure alarm has been triggered and a case has been ended with alarm still active, the following case will not have gas delivery. This could also happen during case if the alarm is triggered and the user switches to manual ventilation with alarm still active. The sw-issue was corrected in a later released sw-version. A field action was initiated during 2022 with the aim to address the sw-issue on the anesthesia systems with the concerned software version installed. The field action consists of an update to the latest sw version in which the sw-issue has been corrected. See field action number: mcc-22-010-iu.